Event description:
A user facility reported, an intraocular lens (iol) had a broken haptic. In a follow-up, the surgeon indicated that the broken haptic was noted during surgery and that handling caused/contributed to the event. The incision was enlarged to remove the iol which caused "more inflammation". The surgeon also reported use of a delivery system and viscoelastic that are not approved for the lens model. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been two other similar complaints reported in the lot number. The reporter indicated, the use of a delivery system and viscoelastic that are not approved for the lens model. Additional information was requested on 09/20/2010 and 10/06/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).